Event description:
The core impaction drill was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The core impaction drill was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
Bias-current warnings and false temperature warnings can manifest from any damage to the electrical components of the handpiece, resulting in derivation of vref, the reference voltage supplied to the internal temperature sensor (and hall sensors in handpieces that have them) from that which it was calibrated to. As there are no hall sensors in this handpiece, a bias-current warning serves no preventative purpose in terms of run-on, but is often an early indication of a failure that will lead to inaccuracy of the internal temperature sensor. Therefore, the bias-current warning and the false temperature sensor warning indicates an electrical seizure condition and is not a noted safety risk of a run-on condition. The electrical damage is likely due to cleaning methods at the account. This MDR was filed unnecessarily. The technician confirmed the event of bias-current warning and noted that the sockets were corroded.